Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported multiple occlusion alarms occurred during basal delivery. Customer changed supplies to address occlusion alarms. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 183 mg/dl.